Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results, should the device be received for eval.

Event description:
Customer medwatch received. Found pt in a pool of blood, adaptor had come loose from the ketamine drip. Blood backed up into the y-connectors. Interruption of the critical propofol drip. There was no pt harm reported and no medical intervention was required. Customer did not provide any additional event or pt details.